Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2010-02222. The patient received his scs system on (B)(6) 2009. It was reported that one of the patient's leads was exhibiting unacceptable impedances. An x-ray found that the lead had pulled out of the ipg header. The lead was surgically reconnected to the ipg. The lead and device were not explanted. Follow up on the patient found no further issues reported. No product will be returned to the manufacturer for analysis. No further information is available.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.